Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (won't power on) was not confirmed. Upon investigation the charger would not power on. The cause for the failure was a shorted table board. The root cause shorted table board was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.